Manufacturer narrative:
Patient's date of birth, age: unk. Patient's gender: unk. Patient's weight: unk. Patient's ethnicity/race: unk. Relevant tests/laboratory data: unk. Other relevant history: unk. The device was returned and evaluated by a cross functional team. A kink, broken fibers and a breach in the outer jacket of the elca's working length was observed, 5 cm distal to the tail tube junction. The kink and breach spanned around the circumference of the outer jacket of the device. The outer jacket was torn and melted in the area of the breach. A wrinkle in the outer jacket was noted 1 cm from the device's distal tip with no breach in this area. At the elca's distal tip, there were 8 dead fibers and at the proximal end, 10+ dead fibers were noted. The beam imprint was centered over the fiber pack, and with the proximal coupler separated, no damage was observed to the internal components, indicating no design or manufacturing issue was identified. Device calibration was not attempted due to the confirmed breach. Due to the nature of the damage observed on the working length, this has been determined to be a use related failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced, indication for procedure and lesion location unk. The physician chose a spectranetics elca coronary atherectomy catheter to treat the patient. During preparation for use, the device would not calibrate and displayed a fault code 2. Another elca device was used to complete the procedure with no harm to the patient. However, per device evaluation, a breach was discovered in the device's outer jacket. This report captures the elca device which had a breach in the outer jacket, resulting in unintended radiation exposure, potential for harm.